Manufacturer narrative:
Intuitive surgical has received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event and was able to reproduce "error 25521" during visual inspection. The black and white ffcs will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. The system unavailability after start of the surgical procedure (first port incision) led to the procedure being converted to a laparoscopic procedure. Although no patient harm occurred, if this malfunction were to recur.

Event description:
It was reported that at the start of a da vinci-assisted prostatectomy procedure, the system generated error 25521. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system; however, the issue persisted. The surgeon made the decision to complete the procedure using laparoscopic surgical techniques. There was no report of any harm, adverse outcome or injury to the patient. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The logs were reviewed and error code 25521 was noted, pointing to master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).